Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. The patient reported that they had an MRI last week and turned off their stimulation. The patient went on to report that since they have turned their stimulation back on, their balance seemed off. The patient reported that on (B)(6) 2017 they fell on an escalator at the airport and was hospitalized because of their balance. The patient reported they are waiting on a call from their managing healthcare provider (hcp). The patient reported that they went over their programming with the hcp and the hcp told them the programming was good. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.